Event description:
A mammogram machine at the (B)(6) / medical imaging department at (b))6) in (B)(6) malfunctioned while I was having a mammogram. The machine "jumped/jolted" approximately four times during the exam resulting in a significant injury and infection to my left breast. I am now left with a permanent, large and disfiguring scar on my breast. During the exam when the machine "jumped" the technician asked if I felt that to which I responded "yes, I did". The images did not come out properly due to the jumping of the machine so had to have the test repeated. The technician also said that this has happened a few times before so they "may have to have the machine checked out". The machine was never taken out of service and evaluated by the manufacturers service technicians until I lodged an incident report with the facility. My injury was 100% preventable if the machine was taken out of service at the first sign of it malfunctioning. Please feel free to reach out to me with any questions or if you would like more information. Thank you, (B)(6).